Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow up report will be sent to the FDA.

Event description:
Philips received a report from a customer stating that a patient sustained a 3rd degree burn after being examined for a abdominal examination with the sense body coil.

Manufacturer narrative:
Correction: changed 3rd degree to 2nd degree based on evaluation of additional information additional information: based on the provided information and tests performed on site, there is no indication of a malfunction of the MRI system that contributed to the event. As it was stated by the customer that no coil or coil cable was close to the affected area and there was no potential for skin-to-bore or skin-to-skin contact, there is no definite explanation for the injury on the patient's right calf. However, the injury is consistent with heating incidents caused by insufficient distance between coil cable and patient skin due to wrong cable routing. Likely, the coil cable was not routed parallel to the main magnetic field and an unwanted rf loop was created. Given the fact that the coil elements where positioned for an (upper) abdominal scan and the injury was at the calf, the coil cable between the connector and the combiner box could have been in close proximity of the calf. At the point of contact an rf loop closed and the injury occurred.

Event description:
Philips received a report from a customer stating that a patient sustained a 2nd degree burn after being examined for an abdominal examination with the sense body coil.